Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 17sep2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit was alarming and "could not turn on". There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19oct2018. Date of manufacturer: 18oct2018. The philips field service engineer replaced the power supply. The unit was tested and the air-flow requires adjustment; the unit remains out of service.

Manufacturer narrative:
PMA/510k: 23nov2019. Date of report: 26nov2019. UDI: (B)(4). The customer returned the third generation power supply for failure investigation (fi). The power supply was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.